Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with unspecified keypad buttons being inoperative was confirmed during product evaluation. This condition was caused by the flex cable being disconnected. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. "Baxter will continue to monitor similar reports to determine if further actions are required." A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed that previous service events may have been related to the reported condition.

Event description:
The facility representative contacted baxter technical service in (B)(4) to report that a flo-gard infusion pump had unspecified keypad buttons being inoperative; this condition had the potential to interrupt delivery. This condition was found before use. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.